Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: there was "product quality anomalies."

Manufacturer narrative:
The initial MDR was a duplicate of MFR report #: 9617032-2023-00150 and is therefore over-reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: there was "product quality anomalies."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.